Event description:
A customer reported an issue with the speaker and vibrate function of their pump, stating that the speaker was not audible. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.